Manufacturer narrative:
Device available for evaluation - yes. Returned to manufacturer on: 04/07/2016 device returned to manufacturer - yes. Device evaluation: the preloaded insertion system was returned at the manufacturing site in a plastic bag. The intraocular lens (iol) was returned in a vial filled with a clear colorless fluid. Visual inspection at 10x microscope magnification showed that the lens was cut in two pieces. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported there was a mark across an intraocular lens (iol). There was no patient incidences and the iol will be returned for inspection. No further information received.